Event description:
A complaint report was received stating the patient's pocket site had swelling. It was reported that the patient had swelling two weeks prior to initial complaint and got worse with time. Patient was advised to seek medical attention. Upon physician's evaluation, the patient no longer had swelling and there was no sign of infection. The patient was put on celebrex. The patient reports not having pain at this time.